Manufacturer narrative:
This is one of three manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-xxxxx. (MDR# 2021-07659-01). Investigation is ongoing.

Event description:
A transfemoral transaortic valve replacement (tavr) procedure was performed on a patient with calcified vasculature. When the esheath was inserted, it got stuck at a calcification in the abdominal aorta (below the renal artery). It was decided to remove the delivery system, since the valve got stuck at a calcification above the terminal aorta. The delivery system could not be retracted inside the esheath; it could not be advanced and pulled back, and the transcatheter heart valve (thv) was deployed in the abdominal aorta. After removing the delivery system, a localized dissection in the abdominal aorta was discovered by aortography (aog). A stent graft was placed to repair the area. The delivery system was discarded at the hospital and will not be returned for evaluation.

Manufacturer narrative:
The following report fields have been updated due to additional information received: g3, h6. This is one of three manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021- 03045. (MDR# 2021-07659-01). The commander delivery system was not returned for evaluation. A lot history review was performed and revealed no other complaints relating to the complaint codes. Since no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. Since no product or images were returned, no visual inspection, functional and dimensional testing were able to be performed. A device history record (DHR) review was performed, and review of the work orders above did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event. The instructions for use training (IFU), preparation and procedural training manuals were reviewed. The IFU for system removal notes: unflex the delivery system while retracting the device, if needed. Verify that the flex catheter tip is locked over the triple marker and remove the delivery system from the expandable sheath. Caution: patient injury could occur if the delivery system is not unflexed prior to removal. Remove all devices when the act level is appropriate. After the completion of the procedure, remove the suture, and then remove the e expandable sheath entirely without torque being. Do not reinsert. Close the access location. The procedural training manual for thv retrieval through sheath notes: thv can be retrieved through sheath only before thv deployment (still crimped). Ensure the thv is centered on the flex tip. Ensure delivery system is locked. Verify the flex catheter is completely unflexed. Retract the thv and delivery system into the sheath ensuring the thv is completely inside the sheath and just past the sheath tip. Ensure the edwards logo on the sheath handle is facing upward. Withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position. Do not re-use the sheath, thv or delivery system once thv is retrieved. Note: crimped thv aligned on balloon is larger than crimped thv off balloon. Take care if deciding to retrieve. Note: do not force the thv into the sheath. If resistance is felt, the thv may be caught on the sheath tip. Stop, advance thv past the sheath tip and ensure thv is centered on the flex tip. Rotate the delivery system before trying again. Note: retrievability is based on preclinical testing. There were no IFU, training deficiencies identified. The complaint description states, "when fully expandable part of esheath was inserted, it got stuck at a calcification in abdominal aorta (below the renal artery). A safari wire and a commander delivery system were inserted, however, a 23mm sapien 3 valve got stuck at a calcification in abdominal aorta (below the renal artery)" the patient's access vessels were noted to be severely calcified and mildly tortuous, with a minimum luminal diameter of 3.4 mm. Obstructive calcification may have prevented the advancement of delivery system. The valve may have interacted with calcium nodes in the advancement pathway and the system was unable to be advanced further. Per report, "the valve got stuck at a calcification above terminal aorta, the delivery system could not be retracted inside the esheath. It was attempted to remove the esheath and delivery system together, however it got stuck at a calcification above terminal aorta. The delivery system could not be advanced and pulled back, the thv valve was deployed in abdominal aorta. The valve was inflated twice with 4 atm." As mentioned above, the patient's access vessels were noted to be severely calcified and mildly tortuous, with a minimum luminal diameter of 3.4 mm. Access vessel tortuosity and calcification, in addition to an undersized access vessel, can increase the likelihood of withdrawal difficulty as they can cause non-coaxial retrieval of the delivery system. If the valve was still crimped on the balloon during a non-coaxial retrieval, it can get caught on the sheath tip and contribute to withdrawal difficulties. Since the complaints for "withdraw catheter and valve through vasculature / sheath -difficulty or inability to withdraw system with valve through vasculature" and "navigate and position catheter to target location - unable to track system through anatomy" were unable to be confirmed, a complaint history review is not required. There were no product non-conformances or IFU/training deficiencies were identified during evaluation, therefore a product risk assessment escalation is not required. No manufacturing non-conformances were identified during the evaluation. In this case, the exact cause of the vascular complication and non-target deployment is unknown. While a definitive root cause is unable to be determined, available information suggests that patient factors (calcification, tortuosity, vessel size) and procedural factors (sheath tip not past bifurcation) may have contributed to the complaint. No labeling, training, or IFU deficiencies were identified. Therefore, no corrective and preventative action nor product risk assessment is required at this time. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no product non-conformance was confirmed, a product risk assessment escalation is not required. There was no edwards defect identified to have contributed to the complaint events; no corrective or preventative actions are required.